Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the events of purulent discharge, infection, pain and therapeutic response, altered (mechanical malfunction) were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the reported clinical observation of device operates differently than expected could not be confirmed. However, a conclusion code of adverse event related to patient condition was assigned to this investigation, as the patient's condition, disease, or anatomy is demonstrably responsible for the adverse event and use of the device has neither caused nor otherwise influenced the adverse event.

Event description:
It was reported that a patient with a tactra device experienced pain in the glans. The patient also expressed a desire to have the device removed, as it was reportedly difficult to conceal. A magnetic resonance imaging was performed; however, no issues were noted and the pain was managed with analgesics. Later, during a clinical examination, the physician observed discharge, which was considered a possible cause of the pain and suggestive of a potential developing infection. The prosthesis was explanted and was identified that the infection was in right cavernous body, when the prosthesis was removed, there was very little secretion, yellowish. The nature of the discharge was identified as serous. The patient indicated that they would later decide whether to proceed with implantation of a three-piece prosthesis. No further patient complications were reported.